Manufacturer narrative:
Product analysis: the device was returned with the sheath and stylette loaded via distal tip. Slight resistance encountered when removing the sheath and stylette. The distal tip was flared and stubbed. The distal shaft was kinked 6.6cm distal to the guidewire entry port. A 0.015 inch patency mandrel was back loaded via the distal tip and advanced proximally, with resistance noted at the kink site. The stent was positioned on the balloon between the marker bands as per specifications. The 10th ¿ 16th distal stent segments were raised, deformed and bunched. (B)(4).

Event description:
The physician intended to use an endeavor resolute drug eluting stent. The device was removed from packaging per IFU and inspected with no issues noted. The target lesion in the cx had moderate tortuosity, moderate calcification and 90% stenosis. Lesion was pre-dilated with a 2.0 x 15 mm balloon. Resistance was encountered when advancing the endeavor resolute device but excessive force was not used during delivery. It was reported that the device did not pass through the lesion. The physician believes that the event was due to the use of the device in a difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The device was returned to the manufacturing facility and, through analysis of the returned device, the stent was observed to be damaged. It was confirmed that the physician believes that the stent was damaged because of the difficult lesion morphology and calcification. No patient injury reported. The device was returned to the manufacturing facility and, through analysis of the returned device, the stent was observed to be damaged. It was confirmed that the physician believes that the stent was damaged because of the difficult lesion morphology and calcification. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.